Event description:
The patient reported experiencing elevated blood glucose of up to 400 mg/dl in 2009. The patient stated that the infusion tubing becomes occluded near the connector after 1/2 an hour to several hours of use. The occlusions also occurred while using the backup infusion device. The patient's normal blood glucose range is 80-120 mg/dl. The infusion site is changed every 2-3 days, and the infusion tubing is changed once per week. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation .

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.